Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to low battery voltage. The device was tested on the bench and on our automated testing equipment and no sources of high current drain were found. The battery was returned to the manufacturer for additional analysis. No anomalies were found that would lead to premature battery depletion. The cause of the low battery voltage could not be determined.

Event description:
It was reported that patient presented in-clinic with dizziness and no pacing support. Device could not be interrogated. Device was explanted and replaced.